Manufacturer narrative:
1/13/1998-supplemental report #1 sent to FDA. Device not received for evaluation.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.